Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that the patient developed sudden onset of extreme pain down the left leg and then a dense left foot drop (l5 neuropathy). As a result of the surgery, the patient was hospitalized, required to visit a doctor, and has not yet recovered.